Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: as per the additional information received, there was tissue damage. Patient status: alive-no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. The instrument was received engaged with the subject loading unit. The subject loading unit was unloaded from the instrument. Visual inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. The instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According the reporter: per additional information received there was tissue damage. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during a right colectomy laparotomy. The clamp of the stapler was locked in the closed position on the colon and the device was impossible to open without tearing the tissue. In order to complete the case the practitioner performed a resection in a higher position with a new stapler.